Event description:
On (B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit (B)(4) visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the stapler was returned with its trigger partially engaged. The staples appeared properly aligned. The stapler was received with 39 staples left in the cartridge. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. No functional issues were found with the returned device. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler.

Manufacturer narrative:
Qn#(B)(4). The device history review of the product visistat 35w 6/box lot# 73c2000048 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
(B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.

Event description:
(B)(6) 2021, the staple was found jamming and could not be fired prior to the patient.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73c2000048 was manufactured on 03/03/2020 a total of (B)(4) pieces. Lot was released on 03/12/2020. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.